Manufacturer narrative:
(B) (4). (B) (4). Conclusion: quality papers could not been checked since the lot numbers on the affected products are no readable anymore. Our investigation shows that there is no sign of a production or material failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that dynesys revision had to be done after a traumatic fall of the patient.